Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 11 years due to severe aortic valve insufficiency. It was identified, through review of source documentation provided, that echo suggested rupture of one of the leaflets with some combined calcification of the leaflets and immobility. "Frozen and torn left coronary cusps" were confirmed during the procedure. The explanted device was replaced with another edwards bioprosthetic valve. There were no adverse patent effects as a result of the replacement.

Manufacturer narrative:
Evaluation summary: a tear was observed on leaflet 2 at commissure 2, tear measured approximately 8 mm in length. Calcification was observed near the region of the tear. Minimal calcification was observed in the cusp area of leaflet 1, heavy calcification was observed in the cusp area of leaflet 2, and moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 2 exhibited minimal to moderate calcification. As received, leaflet 2 had a cut area of 7 mm x 5 mm and leaflet 3 had a cut area of 9 mm x 3 mm. Cut sections were not returned with the valve. Host tissue was minimal to moderate at the stent inflow. Thickened and swollen tissue was observed on all three leaflets at all three commissures. Hematoma was also observed on leaflet 2. The x-ray demonstrated calcification. Evaluation of the subject device confirmed the reported event. The patient's aortic insufficiency was caused by the leaflet tearing and calcification. There is no change in the original conclusion of this event. No further actions are possible with the available information.

Manufacturer narrative:
Additional manufacturer narrative: unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the patient's insufficiency was likely caused by the calcified, frozen and torn leaflets. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. In this case, there was tearing likely causing the insufficiency. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. No further actions are possible with the available information.